Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a defective device and a bad lead that was broken. The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.